Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace indicates the reported event, ¿inop¿ alarm was last logged on (B)(6) 2018. As a pre-caution, vyaire medical will replace the main board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was power up and the ventilator started to alarm "vent inop". While in service, the event trace log was evaluated and confirmed the unit alarmed "inop". There was no report of any patient involvement associated with this reported event.